Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, stent damage occurred. Vascular access was obtained via right femoral artery. The 90% stenosed target lesion being treated was located in the moderately calcified proximal left anterior descending artery (lad). The lesion was pre dilated. The physician implanted a promus element monorail 3.50x20mm stent in the target lesion. Upon removal of the intravascular ultrasound (ivus) catheter, the wire bias caused the ivus catheter to catch the proximal edge of the implanted stent struts. The physician implanted an additional promus element 4.0x8mm stent in the proximal lad. No further patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Age at time of event - 18 years or older. (B)(4). Device is combination product. Device evaluated by manufacturer: it was indicated that the device would not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).